Event description:
Customer reported that the numbers on the insulin pump were scrolling with attempting a bolus. Customer stated that the only way to stop the scrolling was to remove the batteries as the keypad was unresponsive. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damaged on the keypad traces. No unexpected numbers scrolling during our testing. The insulin pump has with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.